Event description:
Per the reporter: after performing a breast biopsy, "the radiologist found one tiny metal piece on a specimen and another two tiny metal pieces still remain in the breast. She examined the needle and found the distal end of the cutting cannula was broken."

Manufacturer narrative:
The adverse event occurred in a foreign country. Reporter stated, "the radiologist found one tiny metal piece on a specimen and another two tiny metal pieces still remain in the breast. She examined the needle and found the distal end of the cutting cannula was broken." After following up with the doctor, reporter stated there was no further surgical intervention. Photos of the device and lot information were provided for review. Based on supplier investigation, it was determined that the cannula was likely damaged as a result of insufficient deflection of the stylet, causing it to hit the cannula tip when fired. Device history record was reviewed and there were no anomalies or non-conformances found. There have been no other reports of broken cannulas and a recurrence of the malfunction is not likely to cause or contribute to a death or serious injury.